Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11253. It was reported that the patient presented via remote transmission. Review of transcripts revealed sensing issues on the discrimination channel and atrial undersensing. No intervention was performed or planned. The patient was asymptomatic and would be monitored.